Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address dislocation. Update revision operative report received 08/02/2013. Revision operative report indicates the patient was revised due to dislocation; some blood-tinged clear synovial fluid; dig gouge in the polyethylene liner; femoral neck impinged on the polyethylene liner and then it popped out anteriorly. The information received does not change the MDR decision. Update 3/28/2013- ppd and medical records received. This complaint is legal. After review of the medical records for MDR reportability, the revision operative note indicated instability, dislocation, and impingement between the liner and stem. The stem is being added for the impingement. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/10/2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided medical records confirm the reported dislocation. From a medical perspective, the review did not find product contribution to the reported event. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.